Manufacturer narrative:
Correction to b1: adverse event or prod prob - changed to "both" (previously reported as "product problem". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with inadequate iodine on the sponge was used by a patient which resulted in peritonitis. On an unspecified number of days after using the minicap with inadequate iodine, the patient became ill and was hospitalized. Approximately 36 hours after being hospitalized, the patient passed away. The cause of death was septic shock/peritonitis. It was not reported if the patient was treated for the peritonitis event. At the time of death, the patient was at the hospital and the action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Device manufacture date ¿ the lot was manufactured from 10/14/22 to 10/21/22. The user facility submitted medwatch mw5115648 for this event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.